Manufacturer narrative:
Article. Major p, thiele ea, vagus nerve stimulation for intractable epilepsy in tuberous sclerosis complex, epilepsy behav (2008), doi: 10.1016/j.yebeh.2008.04.001.

Event description:
It was reported that a pt had their vns explanted for an acute wound infection after implantation. The pt developed and acute wound infection after her vns was reimplanted for end of battery life. The infection persisted despite antibiotic treatment but quickly resolved after it was explanted 4 months after implant. The info was received from an article. Good faith attempts are being made for additional details surrounding the event.